Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -7.0/+2.5/079 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Product evaluation found lens returned in a micro centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. (B)(4).